Event description:
After an implantation period of approximately 109 months it was reported that deviations of the atrial sensing and pacing values were observed. The lead was capped.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. Solia s 53 the analysis of the provided trend data, acquired between 4th of july 2021 and 25th of february 2022 shows intermittent recordings of a fluctuating threshold between less than or equal to 0.5 volts and 3 volts. In addition, it shows a fluctuating pacing impedance between 580 ohms and 750 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads itself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.